Event description:
It was reported that the patient had experienced problems with their wireless recharger. The recharger has been in use since june/july of 2023 and all was fine; however, as of 2023-sep-25 the recharger could not make contact with the implantable neurostimulator (ins) and it did not make any sound. The patient tried resetting the recharger, but this did not help. Further troubleshooting was performed, but even after 3-5 resets only the three light at the battery was blinking sequentially and very fast. The cause was unknown. The charger was replaced to resolve the issue.

Manufacturer narrative:
Continuation of d10: product ID wr9200 lot# serial# (B)(6) product type recharger, ubd: 2024-09-03, UDI#: (B)(6) g2 country: the netherlands h3 device evaluation: analysis of the wireless recharger found the recharger was unresponsive; the complaint was confirmed. It was noted that the recharger's leds scrolled continuously and that the device's flash sector read/write protection bits had become set. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.